Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause for the overheating was problems with the bearings, which were replaced along with the motor and rotor. Service repaired and returned the device to the customer.

Event description:
It was reported that the handpiece overheated during a maxillofacial procedure. There was no reported pt or user injury, and the procedure was completed successfully with another device.